Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight and initials were obtained and have been added to this report.

Event description:
Medtronic received information that three months after the implant of this transcatheter bioprosthetic valve, the patient was reported to have altered mental status and to be bradycardic with a heart rate of 20 to 30 beats per minute. Medications were at first given, but per the family's decision, no further intervention was given. The patient expired. An autopsy was not performed and the device was not explanted. The cause of death was not reported, but was suspected to be due to the bradycardia.

Manufacturer narrative:
Product analysis: the device remains implanted and will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).